Event description:
It was reported that during an implant procedure, the physician was unable to extend the helix after repositioning a second time. The lead was not implanted. The patient condition was reported as fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned with the helix fully retracted, the helix had been over-retracted. The helix was disengaged from the helix channel and there was blood in the distal conductor and the helix/lobe mechanism. Device conclusion modified from operational context contributed to the event to device was out of specification in a manner that relates to the event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned with the helix fully retracted, the helix had been over-retracted. The helix was disengaged from the helix channel and there was blood in the distal conductor and the helix/lobe mechanism.